Manufacturer narrative:
(B)(4). The technical analysis concluded that the last attempt to display the CT exam failed because the ram was full. The user previously displayed multiple exams thirty times. It is known that the ram is not always automatically voided and it can compromise exam displaying. Once the ram full, it is assumed that the user could not come back to the main frame because it also required to load exams selected in the exam manager. Restarting the device solve the issue since the ram was voided in the process.

Event description:
It was reported that after placing the two trajectories and doing a post-op o-arm scan to check the placement, the field service engineer attempted to load the postop scan onto the rosa with a usb. However, after selecting which series to merge to, the rosa gave the error message that it was impossible to load exam. She tried to merge to a different exam but received the same message, and was unable to close out of the exam manager without receiving that message. After restarting the rosa, the fse was able to load the postop series without any issues. Delay about 5 mins, occurred during surgery after first incision.